Event description:
At case start after hooking up pump and hooking up camera, light source, shaver and suction, water filled shoulder. Pump turned off, taken out of service and sent to the biomedical department. Tubing was changed out. Pump was cycling at high rate of speed.biomed completely checked out pump. Operation was normal; pressure sensor operating normally. Possible problem with the disposable tubing.there have been three reports of problems with this device reported to clinical engineering. Post event, the device functioned properly and all are most likely related to the tubing used with this device. After an internal analysis, the problem can be replicated in the following way: (note that this is not the only way). When the tubing set comes from the factory, there is a clamp at the sterile patient end. There is also a cap over the pressure sensing portion, which depresses the piston plunger on the pressure sensing component, opening the lumen of the balloon to the environment. The bags are then spiked and hung. After the bags are hung, the hydrostatic pressure from hanging fluid causes the balloon to collapse easily since the lumen is open to the environment. The cap on the pressure sensor is then removed, and the pressure sensor is plugged into the pump. Because the balloon has low air volume in it, it can easily collapse if it has not already. A pressure sensor with a collapsed balloon is useless. Now, if the company's instructions are followed verbatim by plugging the pressure sensor in first, this problem will likely be avoided. However, there is no force function to require the user to follow the proper steps.